Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado balloon catheter. During the procedure, the balloon catheter allegedly unable to remove. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one dorado pta balloon catheter. Upon visual inspection, a break was noted on the proximal balloon joint where the inflation lumens were extending out. From the break the gw lumen was exposed and was within the hub of the returned sheath. The distal portion or balloon of the break was within the returned sheath. The distal tip of the sheath was flared which had the distal tip of the balloon which appeared to be prolapsed. Overall, the sample was bloody. No functional testing was performed due to the condition of the break present on the balloon. Therefore, the investigation is confirmed for the reported sheath removal difficulty due to the prolapsed balloon which cause the removal difficult. However, the investigation is unconfirmed for the reported detachment as no detachment was found on the device and the investigation is confirmed for the identified break as a break was noted on the proximal balloon joint. A definitive root cause for the reported difficult to remove, detachment and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado balloon catheter. During the procedure, it was reported that the balloon catheter allegedly unable to remove. It was further reported that balloon began to detach from the working catheter while trying to remove from the sheath, so the whole 6f sheath needed to be removed from the patient. There was no reported patient injury.